Event description:
It was reported that a new ilet user experienced severe hyperglycemia after eating and believing they completed a dinner announcement, which was not finalized, resulting in no meal bolus and a high blood glucose event; no device alarms occurred, and product checks found no leaks or kinks, indicating a user-interaction issue related to the user interface. Symptoms included hyperglycemia peaking at 563 mg/dl, headache, and burning eyes. Outcome included no health consequences or impact. Investigation included communications with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure related to the meal announcement on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.